Manufacturer narrative:
The condition of failure code 812:04 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "failure code 812:04x2".

Event description:
During review of the event history by baxter it was determined that a failure code 812:04x2 occurred on (B)(6) 2010, during delivery causing an interruption of delivery. No patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.